Event description:
Subsequent to the initially filed report, returned device analysis noted a foot separation and a needle tip separation for the second device ((B)(6)). The separated portions were not returned. The locations of the detached foot and needle tip are unknown. Follow up with the account confirmed that the no separation of the foot or needle tip were noted upon removal of the device. The foot plate was pulled back in as usual and the device was removed without any complications. No detailed inspection was done at the time. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported cuff miss could not be tested due to device components not being returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
This was reported as venotomy closures of the left and right common femoral veins using three proglide devices (two on the right and one on the left) via an 8f and a 9f sheath hole after an ablation procedure. Reportedly, cuff misses [suture retrieval issues] occurred with all 3 devices. Two non-abbott devices (one on each access site) were ultimately used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.